Event description:
A report was received stating that the tracheostomy tube cuff would not remain inflated during the 2-3 hours of patient use. The patient reportedly changed colors, during the event, due to a lack of oxygen. In response, the patient was provided 10-15 minutes of increased oxygen levels to help stabilize him. The device was replaced. Review of the removed device observed damage at the junction of the tracheostomy tube shaft, cuff, and inflation line. No permanent adverse effects to the patient were reported.

Manufacturer narrative:
Smiths medical has received the device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.